Manufacturer narrative:
Results: the pet lock was wrinkled and slipped off from the proximal end of the pusher assembly. The pull wire was retracted from the distal detachment tip (ddt). The embolization coil was detached from the pusher assembly and undamaged. Conclusions: evaluation of the first returned pod8 revealed a functional device. During functional testing, the pod8 was able to be advanced through its introducer sheath and returned non-penumbra microcatheter without issue. The reported complaint was unable to be confirmed. Evaluation of the second returned pod8 revealed that the pet lock was slipped off from the pusher assembly, the pull wire was retracted from the distal detachment tip and embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint. Based on the returned condition, the functional testing was unable to be performed; therefore, the root cause of the complaint could not be determined. Evaluation of the pod4 revealed that the pusher assembly was fractured, the pull wire was retracted from the distal detachment tip and embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint. The fractured proximal portion of the pusher assembly with pet lock and pull wire were not returned for evaluation. Based on the returned condition, the functional testing was unable to performed; therefore, the root cause of the complaint could not be determined. The evaluation of the returned non-penumbra microcatheter revealed a functional device. The complaint indicated that the microcatheter was used to finish the procedure. During functional testing, the first returned pod8 was able to advance through the microcatheter without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported advancement issue through the non-penumbra microcatheter. This report is associated with MFR report numbers: 3005168196-2019-02017 and 3005168196-2019-02019.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-02017; 3005168196-2019-02019.

Event description:
The patient was undergoing a coil embolization procedure in the sinoatrial nodal artery (sa) using pod8s and pod4s. During the procedure, the physician successfully implanted two coils into the target vessel using a non-penumbra microcatheter. While advancing a pod8 into the microcatheter, the physician experienced resistance approximately 10 cm into the microcatheter. Therefore, the pod8 was removed and flushed. While re-advancing the pod8 into the microcatheter, it became stuck at the same area and, therefore, was removed. It was reported that the next pod8 became stuck at the same area in the microcatheter; therefore, it was also removed. The physician continued the procedure and successfully implanted one ruby coil into the target vessel using the same microcatheter. The physician then advanced a pod4; however, the pod4 became stuck at the same area in the microcatheter as the pod8s. Therefore, the pod4 was removed. The procedure was completed using the same microcatheter and two ruby coils. There was no report of an adverse effect to the patient.